Manufacturer narrative:
Unit received with blank display due to corroded lcd board. Unable to perform operating currents, self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was 90 to 290 mg/dl at the time of incident. Troubleshooting found that the pump was in beach water. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.